Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, concentric, de novo target lesion was located in the left anterior descending artery (lad) and the right coronary artery. Following predilation, a taxus liberte stent was selected to treat the target lesion, however during introduction of the device over the guide wire, it was noted the stent struts were damaged. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). Catalog/model #, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistance between the proximal and distal markerbands. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, concentric, de novo target lesion was located in the left anterior descending artery (lad) and the right coronary artery. Following predilation, a taxus liberte stent was selected to treat the target lesion, however during introduction of the device over the guide wire, it was noted the stent struts were damaged. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.